Event description:
A healthcare professional reported, through a literature article, an evaluation of ab interno removal of a malposition glaucoma filtration device combined with bleb needling. This report concerns malposition of the shunt in the anterior chamber and a progressive decrease in corneal endothelial cell density (ecd) over time following shunt surgery. The postoperative follow-up period after shunt removal was fourteen months. There are four medical device reports associated with this report. This is 2 of 4. Kobayashi d, akagi t, togano t, iikawa r, fukuchi t. Ab interno removal of malpositioned ex-press glaucoma device combined with bleb needling. Jpn j ophthalmol. 2025 jul;69(4):577-582.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of malposition of shunt, shunt removal, and cell loss therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.